Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic procedure - "ca090 was defect. The clips jumped so the clip applier opened. They tried to use the same device many times and the clips were breaking all the time. The surgeon was not able to close. It was necessary to take another clip applier to finish the surgery (same batch no, same reference, same expiration date). Some clips 1 or 2 were left inside the patient because they weren't able to retrieve all of them." Patient status: patient is well.